Manufacturer narrative:
The patient's recurrent gi bleeding was reported under the following MFR numbers: MFR # 2916596-2021-04393, MFR #2916596-2023-02301, MFR # 2916596-2023-02308, MFR # 2916596-2023-02307, MFR # 2916596-2021-04813, MFR # 2916596-2024-00481 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for anemia secondary to angiodysplasia which is not new to the patient. Their hemoglobin was 68. They were transfused with 2 packed red blood cells (prbcs) and then clipped 3 times. The patient was discharged home in a stable condition.